Event description:
The pt reportedly experienced ongoing intermittently followed by loss of lock. External equipment was exchanged and programming changes were made. Testing confirmed that the pt's device was not functional. Surgery to explant the pt's device will be scheduled.